Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Stenosis and/or regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21 mm edwards pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 12 years due to aortic stenosis and regurgitation. The tavr procedure was performed with an edwards transcatheter heart valve. No additional details were provided.

Manufacturer narrative:
Additional manufacturer narrative: additional information was received and the following sections were updated: sections patient identifier, age or date of birth, sex (model#, serial #, expiration date), (PMA/510k#), and device manufacture date. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 12 years, seven (7) months due to severe aortic stenosis and aortic insufficiency. The tavr procedure was performed with a 23mm edwards transcatheter heart valve. No additional details were provided.

Event description:
Post valve deployment, tee showed that there was minimal perivalvular leak. The gradients across the valve dropped down to a mean of 9mmhg. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was deemed stable to be discharged home on pod #3.